Event description:
It was reported that a pump declared an altitude alarm. There was no reported adverse impact to the customer's blood glucose level. The customer received tips from technical support on preventing altitude alarms and resumed insulin with the original cartridge.